Event description:
The nurse reported a posterior capsule tear occurred and then the vitrectomy probe would not work (actuating) during the unplanned anterior vitrectomy. The system was switched out to complete the case. The nurse declined to provide more info.

Manufacturer narrative:
The facility biomedical tech cancelled the service request, stating they will be using a third party to check the system. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. This report was mailed to FDA on: 09/11/2009.